Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the local staff member was scheduled to work on upgrading the c1. However, when he turned on the c1, the screen displayed tf431015 and self test failure and the alarm kept going off. He turned c1 on and off several times, but the phenomenon occurred only once. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the local staff member was scheduled to work on upgrading the c1. However, when he turned on the c1, the screen displayed tf431015 and self test failure and the alarm kept going off. He turned c1 on and off several times, but the phenomenon occurred only once. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).